Event description:
It was reported that the patient presented to the emergency room with syncope. It was noted during an interrogation that atrial anti-tachycardia pacing (atp) therapy had been delivered for an atrial arrhythmia, but during the atp, there was no vvi backup pacing delivered. The device was reprogrammed by turning the vvi/voo back up pacing during atrial atp to "on always." Following the programming change, the device delivered vvi backup during the atp delivery and the patient was asymptomatic. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.